Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient's lead was explanted. Therapy was restored postoperatively with the remaining lead.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4)., serial: (B)(6), batch: a000067438

Event description:
It was reported that the patient had high impedances on one of their leads. Surgical intervention is planned to replace the lead. It is unknown which lead has impedances.